Event description:
It was reported that pump generated alarm 01 when customer attempted to use cartridge. There was no adverse impact to the customer's blood glucose level. Customer attempted to reload same cartridge and did not see any insulin drops, and technical support offered to continue troubleshooting, but customer declined and stated they would call back if further issues occurred.